Manufacturer narrative:
The device history review showed nothing related to this incident. The lot history review showed 3 complaints of similar nature.

Event description:
Three weeks after placement, a leak was found at the catheter exit site while flushing catheter with saline. No injury to pt. Catheter was removed and discarded.